Event description:
Customer reported that the left side panel has a damaged slider. When they try to zip up the zipper, it gets stuck. No pt incident or injuries were reported.

Manufacturer narrative:
Results: eval of the returned product fond an open slider on the pt access of window side b. Insert pin ripped from tape and broken elastic on top tube of panel side a and broken elastic on both panel side c and d. Note: posey instructions for use state never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull tab is missing or broken. (B)(4).